Event description:
It was reported that the patient has had a boston scientific stimulator since 2009 and sometimes it aggravated their arachnoiditis. The patient also had burning, spasming, constipation and somnolence, which was unbearable. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).